Event description:
This customer reported that they were unable to pace and there was artifact in the waveform. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): this customer reported that they were unable to pace and there was artifact in the waveform. There was no report of negative pt impact. The device was returned to philips for evaluation. The reported symptom could not be reproduced. We are unable to determine the cause of the reported symptoms as it could not be reproduced. Note that fixed mode pacing is an option for users when the leads ECG waveform is unreliable or unavailable.